Event description:
It was reported that three weeks after implant, the patient developed a pleural effusion. A pericardiocentesis procedure was performed, and the physician repositioned both right ventricular and right atrial leads. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01, ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.